Event description:
A report was received that the patient experienced a shocking sensation which caused her to fall and break her left wrist and shoulder. The patient had to undergo orthopedic surgery to treat the breaks. The patient was reprogrammed and the settings were lowered. The patient is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50 serial#:(B)(6) model description:artisan surgical lead with platnalock technology - 50cm.

Manufacturer narrative:
Additional information indicates that bsn representative analyzed patient's database and confirmed no anomalies. The impedance measurements were observed to be within a normal range. The device appears to be working properly.

Event description:
A report was received that the patient experienced a shocking sensation which caused her to fall and break her left wrist and shoulder. The patient had to undergo orthopedic surgery to treat the breaks. The patient was reprogrammed and the settings were lowered. The patient is reportedly doing fine.